Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the power switch because the operating force applied to the switch and the frequency of use exceeded expectations. It was verified the device was manufactured prior to implementation of a design change to the power switch.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was determined the power switch is a previous version and the problem was resolved after upgrade to a new version was performed.

Event description:
A user facility reported to olympus that the power switch was stuck in the on position. There was no patient injury, associated with the problem, reported to olympus.